Event description:
The customer contacted physio-control to report that their device's service indicator is present and there is an event code logged in the device's memory. The event code logged in the device's memory can indicate that the AED function of the device may be inoperable. As a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was leaky capacitor c160.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issues. Physio replaced the therapy printed circuit board (pcb) to resolve the reported issues. After observing proper device operation through functional and performance testing, the device was returned to the customer.

Event description:
The customer contacted physio-control to report that their device's service indicator is present and there is an event code logged in the device's memory. The event code logged in the device's memory can indicate that the AED function of the device may be inoperable. As a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary.